Event description:
It was reported that multiple inappropriate shocks were delivered due to a right ventricular (rv) lead that exhibited oversensing, and high impedance levels. A fracture was suspected and insulation damage was noted during the lead replacement procedure. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 4968-35, lead; implant: (B)(6) 2008; model: 5071-35, lead; implant: (B)(6) 2008; model: 638bl28, annuloplasty heart band; implant: (B)(6) 2008; model: 620bg33, annuloplasty heart band; implant: (B)(6) 2008. (B)(4).